Event description:
It was reported by stryker sales representative that he has been made aware of a left hip revision surgery at (B)(6). It was further reported that a patient`s hip was revised due to squeaking and pain following a fall. It was reported that the surgeon "suspected ceramic failure but implants looked ok and intact upon retrieval." It was further reported that the head and liner were revised.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: a review of the device history records could not be performed as no lot ID was received. Complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by stryker sales representative that he has been made aware of a left hip revision surgery at (B)(6). It was further reported that a patient`s hip was revised due to squeaking and pain following a fall. It was reported that the surgeon "suspected ceramic failure but implants looked ok and intact upon retrieval." It was further reported that the head and liner were revised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.